Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, the device evaluation and the complaint investigation. The culture test results from the third-party laboratory provided by the customer are described below. Sampling date: (B)(6),16 sampling from: suction valve nozzle (air/water) cfu: <15cfu bacterial identification: pseudonomas aeruginosa sampling date:(B)(6)02 sampling from: air-water channel, suction biopsy channel cfu: no growth after 7 days incubation. Bacterial identification: none based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.